Manufacturer narrative:
Lead model 3778, lot# v378952006, implanted:2011-(B)(6), explanted:na; extension model 3708160 lot# njb087327v, implanted:2011-(B)(6), explanted:na; extension model 3708160, lot# njb087328v, implanted:2011-(B)(6), explanted:na; programmer model 37743, lot# nke163237n.

Event description:
It was reported that the patient had a lead revision performed. No further details or patient symptoms were provided. The patient recovered without sequelae. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.